Event description:
The manufacturer received information alleging a ventilator's touchscreen malfunctioned. The device was not in patient use. The customer evaluated the device and the device was recycled to address the issue.